Event description:
It was reported the patient had become unresponsive while being fed via gastric tube at the nursing home. Ems was called, patient was in bed in pea (pulseless electrical activity). The patient was intubated and acls (advanced cardiac life support) performed, but they were never able to resuscitate the patient. It was further reported there were no signs of aspiration or trauma. The medical examiner reported the cause of death is pending. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported the patient had become unresponsive while being fed via gastric tube at the nursing home. Ems was called, patient was in bed in pea (pulseless electrical activity). The patient was intubated and (B)(6) performed, but they were never able to resuscitate the patient. It was further reported there were no signs of aspiration or trauma. The medical examiner later reported the cause of death was hypertensive and atherosclerotic cardiovascular and cerebrovascular disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.